Manufacturer narrative:
Evaluation: the customer returned 1 used and 1 new catheter. A visual examination through the package found the unused device was discolored. The used device was also discolored and the tubing was separated at the proximal sideport. The other sideports were also noted to be cracked. The characteristics listed indicate the device may have been overly exposed to uv lighting, which can cause the tubing to degrade. Per our product label we do state: "store this product in a dark, dry, cool place. Avoid extended exposure to light.

Event description:
Drainage catheter was placed in patient without incident. X-ray was performed to check placement of catheter that revealed a small portion of the drainage catheter had broken off. Physician had to surgically remove the separated portion.